Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim exhibits signs of repeated use and has both components disassembled / missing, the missing component was not returned. Device history record was reviewed and no discrepancies were found. Investigation found that the root cause was determined to be associated with the design of the device and that the device was previously redesigned, as part of a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found with both ball plungers missing. No patient involvement was reported.